Manufacturer narrative:
Concomitant medical products: 407652 lead implanted: (B)(6) 2008; products tissue valve implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right atrial (ra) lead, unable to confirm capture was noted. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the right atrial (ra) lead, unable to confirm capture was noted. The ra lead remains in use. It was also reported the right ventricular (rv) lead exhibited high thresholds. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received indicated per transmission report the ra lead had capture. The rv lead exhibited chronically high, but stable thresholds. The patient will be evaluated at follow up visit. The ra lead and rv lead remain in use.